Event description:
Pt with chf, pulmonary hypertension, gout had atrial ventricular pacer placed. During routine follow up early battery depletion noted. Plan was to replace the unit. Pt developed endocarditis and septicemia and so replacement delay. "Ctb" unrelated to early battery depletion. Pacer not removed.